Event description:
The pump was returned for recurring loss of prime. Investigation revealed that the force sensor was out of calibration. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on [pa date testing completed] with the following findings: a review of the black box did not show any loss of primes occurring. A rewind, load, and prime sequence was performed with no loss of primes. The pump was exercised for 24 hours with no issues occurring. Investigation revealed that the force sensor was out of calibration. Unrelated to the complaint, evaluation revealed a cracked battery compartment and that the battery cap had stripped threads, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The date testing was completed was not included in the additional manufacturer narrative on the initial MDR. The date testing completed is (B)(4) 2012.